Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient passed away after the operation performed to implant a power trialysis catheter. The doctor inserted the catheter via the right internal jugular vein. It was stated that when the doctor went to confirm catheter patency by aspirating blood, air was aspirated. The patient lost consciousness and a few minutes later s/he went into cardiopulmonary arrest. The patient was taken to ICU and cardiopulmonary resuscitation was performed. However, it was reported the patient passed away on the same day. The facility thought that the cause of death and the process of how the event occurred went as follows: the catheter migrated to the inferior vena cava or aorta and the distal end of the catheter was positioned in the thorax due to guidewire and/or dilator perforated the vessel, causing pneumothorax/hemothorax.